Event description:
Medwatch report explained that the pt was admitted for treatment of chronic neck pain, requiring surgery on (B)(6) 2010. While a cervical tumor was being removed, the surgeon used a nerve hook to elevate the nerve. Upon inserting the hook, the distal tip broke off and rested in the surgical site. The piece was safely retrieved and it, along with the hook, was removed from service. The surgery proceeded as expected, and the pt suffered no ill effects. An unanswered attempt was made to the medwatch office to obtain additional details.

Manufacturer narrative:
It is not clear at this point and is unlikely that the device and/or lot info is available. An unanswered attempt to the medwatch office was made to get additional customer info to see whether the device is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow-up report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity, a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.